Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation with certain movements. Threshold was changed from 3 v at 1.0 ms to 3.5 v at 0.6 ms. The patient would be monitored.